Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that they had a low blood glucose and a sensor updating alert. The customer¿s blood glucose was in the range of 40mg/dl. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.